Event description:
It was reported that while in the car, the pt circuit fell off of the pt and did not alarm. The pt turned blue. When the parents noticed the condition, they manually ventilated the pt. No pt harm reported.